Manufacturer narrative:
The customer reported that they were unable to fire the embedded laser in the system. The customer also reported that there was damage to their laser footswitch. The company service representative examined the system and was able to confirm physical damage of the footswitch connector. Additionally, the company service representative found the remote interlock was disconnected. The company service representative reconnected the remote interlock and replaced the laser footswitch. The system was then tested and met all product specifications. The remote interlock connection is a safety feature built into the embedded laser and purepoint laser systems. The purepoint operators manual indicates multiple times that an open remote interlock connection will not allow the system to enter ready mode and therefore, not fire. Additionally, before the main power is switched on the customer is asked to verify the interlock is connected correctly. The system was manufactured on january 16, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported laser power issue can be attributed to user error. The root cause of the reported footswitch cable damage cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a laser system would not fire and the footswitch cable is damaged. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.